Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hosp regarding sub-optimal tissue processing from a protocol(s) using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable.